Event description:
Livanova us received report of a protekduo+ cannula which was found cracked during usage. Reportedly, air intake occurred and support was reconfigured. No further issue occurred.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communications, livanova learned that the cannula was used for five (5) days. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.